Event description:
On (B)(6) 2019, this patient underwent endovascular treatment of a type b chronic aortic dissection using gore® tag® conformable thoracic stent graft with active control system. In (B)(6) 2019, the patient reportedly underwent total aortic arch replacement. On (B)(6) 2022, a distal stent graft-induced new entry(dsine) was observed on the follow up CT imaging. On (B)(6) 2022, a reintervention occurred to treat the dsine. Details of the procedure were not provided to gore. The patient tolerated the procedure.